Event description:
It was reported to philips that the device initiated a false asystole alarm while showing a normal waveform during patient monitoring. There was no reported adverse event to a patient or user as a result of the issue.